Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high creatinine (crem) test result produced by the unicel dxc 800 pro synchron chemistry analyzer for one patient. The original result was 3.7mg/dl. The sample was repeated on the same analyzer and confirmed on the lab's second analyzer. The corrected result was 1.6mg/dl. An amended report was issued. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
The sample was drawn in a serum separator tube. There were no instrument flags or sample error messages at the time of the event. There have been no further incidents. Service was not requested for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.